Event description:
The patient's one touch ultrasmart meter was reported to be reading inaccurately erratic. The patient's meter results were 218 mg/dl and 152 mg/dl, performed within 10 minutes of each other. The patient's test strips were within the expiration date. However, the test strips were reported to be damaged. Pt did not receive any medical attention or treatment. A replacement meter, test strips, and control solution were sent to the patient.